Event description:
Healthcare professional, through company representative, reported of the right-side device: "realized that the texture had changed and immediately after woke up with an empty implant". The explant status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.